Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that device failure a008 and a009 occurred during use. No injury reported.

Manufacturer narrative:
The affected device was checked in the dräger repair shop. During the logfile analysis the described failures "blower defect" (00.a008) and ¿blower post fail¿ (00.a009) could be confirmed. During hardware analysis it was found that a condensator of the pcb elco was faulty. In this case the technical alarm "blower defect" (00.a008) is generated. The pcb elco buffers the voltage for the motor blower in order to quickly adjust the rotation speed for each breathing cycle. In case the voltage buffer is insufficient the turbine rotation speed of the motor blower could deviate from the set value. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the ventilation would stop and the visual and audible alarm "blower defect" (00.a008) will be generated to alert the user. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The technical alarm ¿blower post fail¿ (00.a009) occurs in case this deviation is recognized during the device start. The device has been repaired by exchanging pcb elco. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.